Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim with reddish text. Unrelated to the original complaint, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal and from the case seal traveling to the grip pad. The cartridge compartment was found to be cracked. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to secure to the returned pump or a test pump. A test battery cap was used and able to secure to the returned pump.